Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: the product was discarded. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a tecnis itec preloaded intraocular lens (iol) sheared off when inserted into the patient's eye. The lens was removed with lens removal scissors and forceps. The procedure was completed successfully using a backup lens of the same model and diopter size. The customer indicated that the lens was cut in half and discarded after surgery. There was no patient injury reported. No additional information provided.